Manufacturer narrative:
The reported event was confirmed - other. Received a 2-way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon successfully with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 3 ml could be withdrawn. Using the in-house luer lock syringe, the balloon was deflated in 1 minute and 2 seconds with no cuffing noted. This is out of specification per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when put water in the foley catheter with the pre-test but couldn't pour it in with the syringe. Then, tried using a different syringe and it worked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when put water in the foley catheter with the pre-test but couldn't pour it in with the syringe. Then, tried using a different syringe and it worked.